Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy, utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by unspecified pain. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection cannot be determined; however, there was no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Though diagnostic effluent fluid cultures were not provided, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2026, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they experienced peritonitis and was hospitalized. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following unspecified pain. A peritoneal effluent white blood cell (wbc) count obtained and tested by the hospital (exact date unknown) presented with 4629/mm3. Results from an effluent fluid culture were not reported. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed vancomycin and ceftazidime initially, and then cefazolin (routes, dosages and frequencies not reported) to address the infection while hospitalized. The patient was transitioned to hemodialysis (hd), presumably on a hospital provided hd device for renal replacement therapy during this admission. The patient was discharged on (B)(6) 2026. Though the exact source of infection was unknown, it was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge. The patient is scheduled for a pd catheter (not a fresenius product) replacement once cleared for the procedure by their cardiologist.